Manufacturer narrative:
H6: type of investigation 3331 - device history record review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -15.0 diopter was implanted into the patient's right eye (od) on (b)6) 2024. Same day bilateral icl implantation was performed. Concomitant products used intraoperatively include opegan viscoelastic and msi injector system. On day 2, the patient experienced significant vision loss and went to hospital where anterior chamber empyema (hypopyon) with a fibrin membrane was noted in the pupillary area. No cultures were taken. Treatment with rinderon subconjunctival injection and sunbeta hourly were given. After anterior chamber irrigation the vision improved to "rv 1.2 (~20/16), lv 1.0 (20/20)." Reportedly, bilateral tass was observed as well. In the reporter's opinion, the device did not fail to perform as intended and cause of the event is unknown. On day 4, the issue was reported as unresolved. The lens remains implanted.

Manufacturer narrative:
Work order search: one similar complaint within associated lots were found. (B)(4), fellow left eye (os). Manufacturer narrative: a review of the device labeling was completed. Anterior chamber empyema, fibrin precipitation, and iritis are identified in the labeling as known potential adverse events following icl implantation. The dfu provides the surgeon instruction for complete ovd removal. Precaution: (6) after inserting this product, aspirate the viscoelastic substance completely from inside the eye. Do not use highly viscous viscoelastic substances that are difficult to aspirate completely. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. (B)(4).